Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient came in to the hospital on (B)(6) 2011. Per the reporter, the patient was in critical condition. The healthcare provider did not feel it was due to the infusion system, the low reservoir alarm date was (B)(6) 2011. It was unknown if the patient had the pump filled. The pump was used to deliver baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.